Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the black box data showed reboots, battery alarms, and excessive battery usage. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment. The returned battery cap was undamaged and able to fully attach on to the pump with no power loss. The pump was exercised for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture contamination was found in the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)